Event description:
Instrument failure - tiger cannulated set 2.4 cannulated driver tip broke off as we were inserting screw into 5th met." 45 minute delay in surgery.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 3007420745-2024-00001; pn 210-24-003 breaking during surgery. In both complaints, limited information is available regarding the surgical technique and the part was not available for review. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.